Event description:
The user experienced erratic control recovery and calibration errors for bicarbonate (c02) and received questionable high results for bicarbonate on the cobas c501 analyzer (c2). The event involved 17 patient samples. The user only provided results for 5 patient samples which gave discrepant results. The samples were repeated on a different c501 analyzer (c1) at the site. Patient sample 1, the initial result gave 33 mmol/l. The repeat result was 25 mol/l. Patient sample 2, the initial result gave 34 mmol/l. The repeat result was 26 mmol/l. Patient sample 3, the initial result gave 34.7 mmol/l. The repeat result was 25.4 mmol/l. Patient sample 4, the initial result gave 35 mmol/l. The repeat result was 24 mmol/l. Patient sample 5, the initial result gave 33 mmol/l. The repeat result was 26 mmol/l. The initial results were accompanied by a data flag and were reported outside the laboratory. The user said they corrected 17 patient co2 results using the repeat co2 results generated from the c501 analyzer (c1) as the corrected result. No patients were harmed by this event. The bicarbonate reagent lot number was 63188301. The field service representative determined the incubation bath was contaminated. He cleaned the incubation bath and filter. Performance tests were run with all results within range.